Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a communication error during an infusion was confirmed via log analysis but the communication error was not reproducible during the investigation. The pump module event log recorded the pump module had a communication error alarm on the date 28jun2023 at the time of 7:55 am. The pump module was actively infusing at the rate of 20ml/h and remained infusing until the channel off key on the pump module was selected at the time of 7:56 am. No more infusions were recorded after the communication error event. The inspection process found the presence of contamination on the pins of the left iui connector. It is suspected that pin 9 on the left iui connector was the source for the communication error. The testing of the pump module did not replicate the communication error. The error not replicated may have been due to the inherent wiping action by the iui pins during the attaching and removal process of the pump module. The pump module was the only device returned for investigation, so it could not be determined if there may have been an issue with the iui connector on the device it was connected to. Bd identified that use error was the cause for contamination related issues with the iui connector. The presence of blue or green deposits, corrosion, and cleaning residue deposition on pins can be caused from the use of cleaning agents other than 70% isopropyl alcohol on the iui connectors. Inadvertent exposure to cleaning agents during the cleaning process or from inadequate drying of the iui connectors after cleaning. The potential risk is interruption of communication or power that could result in an infusion that stops with a pc unit alarm and may result in interruption of therapy or monitoring. In result to the above, bd released a safety recall notification in june of 2020 that informed on the importance of inspecting iui connectors for damage. The notification stated, ¿bd is providing updated instructions for use, warnings, and cautions as part of this notice and will provide updated labeling (user manual addendum, service bulletin 630, and best practices for cleaning bd alaris¿ system devices quick reference guide) in august 2020.¿ bd released iui connector covers in october of 2017 as aids during the cleaning process to prevent contamination of the iui connector pins that might occur with cleaning the device. Bd released on august 21, 2020, information on the availability of iui covers that can be used during cleaning. An updated cleaning video was included demonstrating the iui connector covers use during the cleaning process. The video is available on www.bd.com/alarissystemcleaning. Additional resources were also provided to customers addressing iui associated issues, and appropriate iui maintenance and inspection. The resources addressing these issues are the bd alaris system iui inspection tip sheet and bd alaris system channel disconnected tip sheet.

Event description:
It was reported that the pump module displayed "communication error" during infusion. There was patient involvement, but the outcome was not initially reported to bd. It was later reported that the patients drop in blood pressure recovered naturally. A report was received from the customer a copy of the health canada's canada vigilance program report that they submitted which states, "incident details: pt is a 29 y.o. Female who presented I oakville trafalgar memorial hospital with a deterioration of her sickle cell disease. After initially presenting with leg pain, she developed acute chest syndrome. On (B)(6) 2023, she had a cardiac arrest on the ward. The initial rhythm was pea, downtime was estimated around 10min (not witnessed cardiac arrest), and rosc was achieved after CPR and one dose of epinephrine. She subsequently developed multi-organ failure, including right heart, respiratory, liver, and kidney failure. CT pe was conducted to rule out a pe. Device contributing factors: communication error within module - upon investigation, fluid residue was noted on iui connector attached to module. Patient¿s contributing factors: patient had history of illness - sickle cell disease. Admitted for leg pain and developed acute chest syndrome which lead to cardiac arrest and subsequently multi organ failure. Consequences to affected person: due to communication error, infusion was paused and caused drop in blood pressure. Once the module was switched out, the infusion was restarted and bp recovered swiftly." A report was received from health canada's canada vigilance program which states, "pt presented to hospital with a deterioration of her sickle cell disease. After initially after initially presenting with leg pain, she developed acute chest syndrome. Later, she had a cardiac arrest on the ward. The initial rhythm was pea, downtime was estimated around 10min (not witnessed cardiac arrest), and rosc was achieved after CPR and one dose of epinephrine. She subsequently developed multi-organ failure, including right heart, respiratory, liver, and kidney failure. CT pe was conducted to rule out a pe. Issue: pt was on three pressors at the time (epinephrine, norepinephrine and vaso). All pressors rates were maxed out. One of the channels for the pressors (epinephrine) showed communication error" and stopped infusing. Pt's bp started to drop. Epinephrine line was switched to another channel and restarted almost immediately. Pt died late that night unrelated to this incident but due to her admitting illness. Channel marked and sent."

Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module displayed "communication error" during infusion. There was patient involvement, but the outcome is unknown. It was later reported that the patients drop in blood pressure recovered naturally. A report was received from the customer a copy of the health canada's canada vigilance program report that they submitted which states, "incident details: pt is a 29 y.o. Female who presented I oakville trafalgar memorial hospital with a deterioration of her sickle cell disease. After initially presenting with leg pain, she developed acute chest syndrome. On (B)(6) 2023, she had a cardiac arrest on the ward. The initial rhythm was pea, downtime was estimated around 10min (not witnessed cardiac arrest), and rosc was achieved after CPR and one dose of epinephrine. She subsequently developed multi-organ failure, including right heart, respiratory, liver, and kidney failure. CT pe was conducted to rule out a pe. Device contributing factors: communication error within module - upon investigation, fluid residue was noted on iui connector attached to module. Patient¿s contributing factors: patient had history of illness - sickle cell disease. Admitted for leg pain and developed acute chest syndrome which lead to cardiac arrest and subsequently multi organ failure. Consequences to affected person: due to communication error, infusion was paused and caused drop in blood pressure. Once the module was switched out, the infusion was restarted and bp recovered swiftly." A report was received from health canada's canada vigilance program which states, "pt presented to hospital with a deterioration of her sickle cell disease. After initially after initially presenting with leg pain, she developed acute chest syndrome. Later, she had a cardiac arrest on the ward. The initial rhythm was pea, downtime was estimated around 10min (not witnessed cardiac arrest), and rosc was achieved after CPR and one dose of epinephrine. She subsequently developed multi-organ failure, including right heart, respiratory, liver, and kidney failure. CT pe was conducted to rule out a pe. Issue: pt was on three pressors at the time (epinephrine, norepinephrine and vaso). All pressors rates were maxed out. One of the channels for the pressors (epinephrine) showed communication error" and stopped infusing. Pt's bp started to drop. Epinephrine line was switched to another channel and restarted almost immediately. Pt died late that night unrelated to this incident but due to her admitting illness. Channel marked and sent."